Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure. The explanted devices were not returned to bsn.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 7070909.